Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "does not function" was confirmed. During service of the device, the pre-repair diagnostic assessment noted "motor port 1 not working." If additional information becomes available a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report received from the USA stating that the device "does not function" during surgery. It is known that device was being used during surgery but no patient or user injury occurred. It is unknown if a delay in the surgical procedure occurred as a result of the device issue. There was no additional information provided.